Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her transmitter was not blinking when connected to the sensor, and when she pulled out her sensor the cannula was missing. The patient's blood glucose at the time of incident was 142 mg/dl. The sensor will be returned for analysis.